Manufacturer narrative:
PMA/510(k) # : preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 24may2021. The patient was in the intensive care unit. A radial arterial line was unable to be placed. The device, a cook single lumen polyethylene central venous catheter tray with an unknown lot number was placed in the patient's femoral artery for monitoring of blood pressure. It is unknown how the device was secured to the patient. The device was in place approximately 36 hours and began providing poor wave form. As a result, the femoral arterial line was re-dressed and pulsation of blood from the other side of the catheter occurred therefore the use of the device was discontinued. After the use of the device was discontinued, the patient continued to need an arterial line. However, another arterial line was unable to be placed. The patient was critically ill and expired.

Event description:
A medwatch (mw5101194) was received by the manufacturer on 25may2021. The medwatch contained additional information regarding the event and patient that was not legible on the initial submission of the copy of medwatch form from the customer to the manufacturer. The patient was reported to be "very sick". A radial line was not able to be placed in this patient. A cook single lumen polyethylene central venous catheter was placed in the femoral artery with difficulty and sutured into place. After being turned from prone to supine, the catheter was discovered to be leaking. The dressing covering the device was removed and an area of leaking in the catheter was identified. The device was removed and replaced. When this discovery was made, a "3rd pressor was being initiated". Non invasive blood pressure monitoring had to be used for pressor titration, which was reported by the customer to be "suboptimal". The customer reported in the medwatch report "unsure if line was punctured when being placed by md. Patient was being prone and supine. If leak was punctured with suture while placing it may not have been noticed initially but with turning, wonder if it pulled out a little and then the leak was seen."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation - evaluation. It was reported by medical center (B)(6) 2021, a cook single lumen polyethylene central venous catheter tray (rpn: c-pmsy-501j; lot: unknown) experienced leakage. The device was required by a 63-year-old male patient weighing 89.8kg for arterial blood pressure monitoring. The patient was in the intensive care unit (ICU) and was reported to be critically ill. A radial arterial line was unable to be placed in the patient; therefore, a femoral arterial line was placed with ¿much difficulty¿. The device was secured to the patient with sutures and a dressing was placed. Approximately 36 hours after placement, the patient was being repositioned from prone to supine when poor wave form from the device was noted. As the user went to re-dress the device insertion site, it was discovered that the side of the catheter was leaking profusely. The arterial line was then removed and ¿catheter and tubing piece changed¿. An additional arterial line was required, but was unable to be placed. During device failure, a third blood pressure medication was being introduced to the patient¿s regime. After the failure, non-invasive blood pressure monitoring was initiated for medication titration, which was reported to be suboptimal. The patient was critically ill and later expired. A review of the complaint history, instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, was conducted during the investigation. One used single lumen polyethylene central venous catheter was returned to cook for evaluation. Upon visual inspection, a 10 ml syringe was noted to be attached. The catheter was pinched at the winged fitting, and had a kink near. A functional leak test revealed that the catheter leaks where the device is pinched. A split in the catheter was noted near the winged fitting where the pinch was located. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. As adequate inspection activities have been established and no other lot related evidence is available, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current IFU supplied with the device is c_t_ulmbh_rev7, which includes the following in relation to the failure mode: "precautions catheter should not be used for long-term indwelling applications. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Left subclavian and left jugular should only be used only when other sites are not available. Instruction for use 9....winged hub can now be sutured in place. If catheter is not introduced to its full length, additional suture should be carefully placed around catheter and affixed to the skin at entry site if movable suture wing is not provided. This will help prevent backward or forward catheter movement. " based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event was unable to be established. Based on the available information, it was not possible to rule out device selection, user/procedural error, inadvertent tension, or device failure as possible causes to this event. It was reported that the catheter was placed in the femoral artery and was utilized for arterial blood pressure monitoring; blood pressure in the arteries is significantly higher than in the veins, which potentially contributed to the device failure. It is possible that as placement was noted to be difficult, inadvertent excessive manipulation of the device during insertion may have contributed to the failure mode. If the catheter were inadvertently punctured during securement with sutures, this would likely contribute to the device leaking. Additionally, though no details regarding patient activity level were provided, it was reported that the patient was being positioned from prone to supine. It is possible that inadvertent tension was placed on the line during positioning which could have contributed to the complaint event. Pre-existing conditions reported include stage 3b chronic kidney disease and chronic nephrolithiasis. Chronic kidney disease impairs the body¿s ability to expel toxins and is associated with an increased cardiovascular risk. Additionally, the patient was reported to be critically ill and on three blood pressure medications. It is likely that the patient's condition contributed to their death. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: risk management assistant/ patient representative. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown cook femoral arterial line was leaking. The device was noted to be "leaking profusely" after the patient was in supine position. Dressing was removed, revealing blood "spurting" from the device line. The patient was being "proned and supine". Additional information regarding the patient, device, and event has been requested but is currently unavailable.